Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that crem (creatinine) quality control on the unicel dxc 800 synchron system was very imprecise. Customer reported that the crem module showed a considerable amount of crystallization on the syringe/reagent pump area. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found crystals had formed on the crem module syringe which would result in poor precision. The fse replaced the syringe and cleaned the cup.